Event description:
It was reported that the lumen became blocked after a short period of time after insertion. There were no incident report forms filed in the hospital and the sample was discarded. One scenario was where propanol infusion was running. This was stopped; the line was aspirated and then flushed. Then a midazolam infusion was attached, but the line became blocked. They also noticed that the catheter appeared to be "stiffer" than the (B)(4) previously used. The customer continued to report that while no injury was suffered this places patients at serious risk, particularly when receiving inotropes and life saving medication/fluids in the intensive care unit and theatre. Potential complications, including infection risk, occur with line changes and there is also a time and cost component to the hospital. The customer reported that they had to undergo complete catheter change due to a blocked lumen while in the ICU.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.